Manufacturer narrative:
Initial and final MDR 1893401- MDR 3003442380-2024-09416 - device 2 of 2 e1: patient country: united kingdom

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom it was reported that patient faced an issue with two infusion sets were fell off during use. The issue was occurred on (B)(6)2024 and (B)(6)2024. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.